Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was sent to the supplier and evaluated. The sales rep reported that during returning inspection the hd arthroscope/ sinuscope 4.0mm x 30 deg x 167mm (mitek lock) has burnt tip with gouges. Per service report, this complaint can be confirmed. The following defects were found during evaluation: endoscope shows traces of scratches, distal tip scratches/ discolorations, slightly blurred image and partially dark. The defective parts were replaced, and the device was tested and found to be working according to specifications. Improper cleaning/ maintenance or possible fall is the root cause of the scratches on the endoscope, and the distal tip. The defective distal tip would have caused the poor image display by the scope. There are no indications from this complaint investigation that the issue/ failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during return inspection on (B)(6) 2020, it was observed that the hd arthroscope/sinuscope 4.0mm x 30 deg x 167mm (mitek lock) had a burnt tip with gouges. During in-house engineering evaluation, it was determined that the device had slightly blurred and partially dark image. There was no procedure nor patient involvement reported. No additional information was provided.